Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump is shutting off. It was stated that the customer keeps changing the battery but the device turns off after about a minute and the bolus the customer was trying to deliver would stop. The battery compartment and battery cap do not have damage. Blood glucose value was 28 mmol/l; customer treated with insulin pen. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a corroded battery tube, broken reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.